Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Concomitant medical products- base plate drill guide 1 catalog#: 00430904300 lot#: 62495446. Drill guide and pin were returned for evaluation. Dimension taken is within specifications. The returned pin 2.5 mm diameter is bent and seized in the base plate drill guide 1 hole. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. It is reported that the surgeon bent the pin in order to correct the angle in to the joint causing the pin to get jammed in the guide. It is noted in the surgical technique, "do not use excessive force when driving the 2.5mm pin into bone as this may cause it to bend or fracture." A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02731.

Event description:
It was reported that during a reverse total shoulder arthroplasty, the guide pin became lodged in the baseplate drill guide, after being bent by the surgeon as he attempted to correct the angle in to the joint. A new instrument was available to complete the procedure successfully. No patient consequences were reported as a result of the malfunction.